Event description:
The customer reported that they were unable to pull up saved images to sent to pacs. The field engineer noted that there was mixed image data in the directory. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested, found to be working as intended, and put back into service.